Event description:
The customer reported that the system's x-ray switch displayed an error that read press any button which occurred intermittently during use. No pt injury was reported.

Manufacturer narrative:
A ge rep performed an onsite investigation. The service rep replaced the footswitch and the handswitch. The system was tested and found to be working as intended and put back in service.